Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, prime test, excessive no delivery alarm test, occlusion test, self test, and reset error test. The insulin pump passed the operating currents and tested within the specified range and the insulin pump passed the off no power test. The insulin pump was received with a cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and cracked case near the display window corners.

Event description:
The customer reported via telephone call that there was a high blood glucose reading of 651 mg/dl. The blood glucose reading was 354 mg/dl on the morning on the report. The customer also noted a crack at the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.